Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a (B)(6) year old female patient who had essure (batch no. 626623) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. On (B)(6) 2008, the patient had essure inserted. In august 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression, psych injury") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("bleeding: general abnormal bleeding"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems: other"), urinary tract disorder ("urinary problems") and migraine ("migraine/ headache"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (salpingectomy(one side removal of fallopian tube), oophorectomy (one side removal of ovary)). At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, abdominal pain, bladder disorder, urinary tract disorder and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: if you have not had your essure removed, are you currently planning for essure removal? Yes. Discrepancy noted: did not undergo confirmation test and hysterosalpingogram with result essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: this case become serious incident. Pfs received. Event:migraine/ headache were added. Lab data and historical drug were added. Seriousness criteria (medically significant) of event genital hemorrhage was removed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a 27-year-old female patient who had essure (batch no. 626623) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression, psych injury") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("bleeding: general abnormal bleeding"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems: other"), urinary tract disorder ("urinary problems"), migraine ("migraine/ headache"), post procedural complication ("post procedural complication") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (salpingectomy(one side removal of fallopian tube), oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, abdominal pain, bladder disorder, urinary tract disorder, migraine, post procedural complication and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, post procedural complication, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: if you have not had your essure removed, are you currently planning for essure removal? Yes. Discrepancy noted: did not undergo confirmation test and hysterosalpingogram with result essure device was successfully occluded. Essure insertion date provided in pfs : (B)(6) 2008 (discrepancy noted ) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded; on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: pfs received : event "dysmenorrhea (cramping)" added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a 27-year-old female patient who had essure (batch no. 626623) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression, psych injury") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("bleeding: general abnormal bleeding"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems: other"), urinary tract disorder ("urinary problems"), migraine ("migraine/ headache") and post procedural complication ("post procedural complication"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (salpingectomy(one side removal of fallopian tube), oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, abdominal pain, bladder disorder, urinary tract disorder, migraine and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain, post procedural complication, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: if you have not had your essure removed, are you currently planning for essure removal? Yes. Discrepancy noted: did not undergo confirmation test and hysterosalpingogram with result essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received. Event post procedural complication was added. Event outcome updated for pelvic pain & bleeding. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.